Manufacturer narrative:
Additional device product code: hrx. Complainant part is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was conducted: manufacturing location: supplier ¿ cj industries / inspected, packaged and released by: monument release to warehouse date: 15-mar-2019. Expiration date: 01-jan-2021. Part number: 314.746s, ria tube assembly min 520mm length-sterile for 314.743. Lot number: h751047 (sterile). Lot quantity: 36. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2020, the reamer was connected properly. It appeared that the end part of the ria tubing sheared off during the case. The part which is the interface between the metal sheath & plastic sleeve is the part which broke. The reamer head was easily removed via the reaming rod. No back up[ device was available. There was no surgical delay or patient impact reported. Procedure was completed successfully. Concomitant device reported: reaming rod(part# unknown, lot# unknown, quantity# 1); reamer head (part# 352.252s, lot# 2l64246, quantity# 1). This report is for one (1) ria tube assembly min 520mm length-sterile for 314.743 . This is report 1 of 1 for complaint (B)(4).